Event description:
Healthcare professional reported right side "rupture" and "exchange of textured breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and brown biological tissue. A visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. Based on the device analysis the final assessment is a sharp opening on posterior due to a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture and "due to the patient¿s concern with the product".

Event description:
Healthcare professional reported right side "rupture" and "exchange of textured breast implants due to the patient¿s concern with the product". Device has been explanted.